Event description:
It was reported that during a follow-up high capture thresholds were noted. Noise was observed on the iegm, when the patient performed provocative movements and breathed deeply. The lead was explanted. The patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received insulation and conductor damage was found at 25.5-26.5 cm from the connector pin, consistent with clavicle crush damage. The rv and sensing conductor insulation was abraded. This is consistent with the observation from the field of high threshold and noise.